Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy, the jaws torqued sideways on the application and the clips failed to deploy properly. Another device was used to complete the case with no patient consequence.